Event description:
It was reported that during a multiple procedure on the patient of an open hysterectomy , omentectomy and sigmoidectomy the surgeon went to fire across the distal sigmoid of the rectum and the device cut but did not staple. They mobilized the area then used an additional like device and fired across where the device had cut but did not staple. The surgeon observed the staple line and it was an incomplete staple line with malformed staples. They then called a general surgeon who used the same device with another blue reload and were able to complete that part of the procedure. During the completion of the procedure due to the patient's physiology and the incorrect margins used in the procedure the surgeon made a decision to perform a colostomy. The patient has cancer and had recent radiation therapy.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.